Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site which resulted to device non use and poor sound quality. Subsequently, the patient underwent a skin revision surgery to excise the skin (specific date not reported) however, the issue did not resolve. Subsequently, the patient underwent another revision surgery (specific date not reported), in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant and internal fixture was placed at a different site.